Manufacturer narrative:
B3: (B)(6) 2025 was the month and year of the event, but the exact day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when attempting to use the product on the patient, liquid leakage occurred from the extension tube. This issue has happened multiple times so far. There was no patient involvement.